Event description:
Pt ordered contact lenses from (B)(6) without a doctor's prescription. He received the lenses and started to wear them without proper training or professional fitting. The lenses were stuck in the pt's eyes for one week because of the poor fit. Date of use: (B)(6) 2017. Diagnosis or reason for use: myopia.